Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use with bd female ll adaptor cracks were discovered. 1 of 3 reports. It was reported by customer that material reported cracks.

Event description:
It was reported that prior to use with bd female ll adaptor cracks were discovered. 1 of 3 reports. It was reported by customer that material reported cracks.

Manufacturer narrative:
A complaint of material being received scratched and cracked, finding particulate in the component and components being mixed was received from the customer. A device history record review was performed for lot number 2347220, and no quality notifications related to the reported defect of foreign matter, packaging issues, or component damage were found. No samples were received for further investigation and evaluation of the defect at namc. The investigation will be initiated for further evaluation if the samples are received to namc in the future. Namc will be monitoring this condition through a quality alert awareness. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.